Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. Manufacturer's product support engineer (pse) evaluated the unit and confirmed the reported issue. Pse confirmed the green led lamp flickered. Pse replaced the unit's power switch overlay to resolve the reported issue. Unit was tested and passed. Unit ready for service.

Event description:
Customer contacted technical support ( ts) stating that unit had led indicator faulty. The customer reported there was no patient involvement.